Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gram, stat, route and frequency were not reported) and ceftazidime injection (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.